Event description:
It was reported that the pt presented in clinic due to the pt notifier being delivered for non sustained lead noise that seemed to be due to undersensing. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.